Event description:
The user facility reported that the floor locks to their 5095 surgical table were not operating properly. The patient was transferred to a different surgical table and the procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5095 surgical table. The technician tested the function and operation of the 5095 surgical table and found the device to be operating to specifications. No issues were noted with the floor locks and the reported event was unable to be duplicated. The 5095 surgical table was returned to service, and no additional issues have been reported.